Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient had problems with the quick set infusion sets as insulin flow was blocked when patient tried to give bolus. Reportedly, tube was detached from one infusion from the previous box which patient had used. No further information available.